Event description:
A baxter service technician found failure code 807:01 in the device's event history during servicing. The device was received by the facility's biomedical engineer with no report of this failure code, and no additional info. There was no report of pt injury or medical intervention caused by the failure of this device. It is not known if the device was in use on a pt when the failure occurred.